Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. In addition, it was reported that the patient experienced blood glucose over 250 mg/dl but less than 500 mg/dl without symptoms. The patient&#38112;blood glucose readings do not meet animas&#38915;riteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2016 with the following findings: investigation revealed a crack in the battery compartment.